Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose level was 290 mg/dl at time of incident and current blood glucose is 163 mg/dl. Customer states having low blood glucose and tried to get a high so they do not go low but had to go to the hospital high. The insulin pump not will be returned for analysis.